Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a guidewire part # 085210 manufactured by argon medical devices. Avid medical received a complaint on 12/1/2015 originated by (B)(4), value stream leader of ohio state university medical center stating that during procedures they had one guidewire unravel at the tip and three guidewires crimped about 5 inches down the wire. Ms. (B)(4) has been unable to provide a lot #, however one of the complained guidewires was saved and has been shipped to argon medical devices. Avid medical issued formal complaint (B)(4) to the manufacturer argon medical devices stating it was reported during procedures one guidewire unraveled at the tip and three guidewires crimped about 5 inches down the wire - part # 085210, no lot # is available. No patient injury was reported.